Event description:
On (B)(6) 2024, the patient underwent a semi-emergency endovascular treatment for an impending rupture of abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses and gore® excluder®aaa endoprostheses. After placement of trunk-ipsilateral leg endoprosthesis, both left and right distal legs of contralateral leg endoprosthesis were landed on left and right common iliac artery respectively, and balloon molding was performed by using a gore® molding & occlusion balloon catheter (mob). It was reported that the left distal side was molded excessively, and the part of the balloon was touching on the internal iliac artery. Angiography showed a type ii endoleak from the median sacral and lumbar arteries. In addition, bleeding was suspected in the left internal iliac artery. The left internal iliac artery was cannulated and contrasted, but it could not be determined whether it was a bleeding or just a small branch vessel. The suspected bleeding site was located 8 to 10 mm distal from the internal iliac bifurcation, and the possibility of direct balloon contact was ruled out. As a treatment for the suspected bleeding, the left internal iliac artery was embolized and an additional stent graft was implanted into the left external iliac artery. The patient tolerated the procedure. The physician mentioned that the possibility of bleeding in the left internal iliac artery was low since there was no wire manipulation. However, both the common and internal iliac arteries are highly calcified, and the calcification of the internal iliac artery may have cracked during the balloon touch-up, leading to bleeding.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® molding & occlusion balloon catheter instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to: trauma to the vessel wall, including spasm, dissection, perforation, or rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.